Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported may have been the result of edge loading/impingement and/or patient conditions which led to prosthesis wear. However, this cannot be confirmed because the component was not returned for evaluation. (D11) concomitant device(s): femoral head 28 (cn: (B)(4), sn; (B)(6). Vastago element (cn: (B)(4), sn; (B)(6). Crown cup 46mm (cn: (B)(4), sn; (B)(6).

Manufacturer narrative:
Pending evaluation. (Concomitant device(s): femoral head 28 (cn: 142-28-00 / sn; (B)(4)) , vastago element (cn: 164-01-10 / sn: (B)(4)), crown cup 46mm (cn: 180-11-46 / sn: 2067133).

Event description:
Premature wear of polyethylene.